Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the j2005 connector on the auxiliary pca was corroded and the pads were lifted. The cause of the inability to complete testing is the damaged j2005 connector. The root cause of the damaged connector cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.